Event description:
It was reported that the quantum was found to have a hardware error. No case reported; therefore, there was no patient involvement. Results of investigation have concluded that this unit displayed an f4 error code which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.